Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 34 mg/dl. Customer stated that they treated the low blood glucose with the glucose tablet. Customer did not report any symptoms of low blood glucose. Customer current blood glucose level was not reported. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.